Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 7-8x daily. The patient manages her diabetes with humalog insulin (sliding scale) and lantus insulin (12-13 units before bed). The alleged issue began about 5 months prior to contacting lfs. The patient did not specify results obtained with the subject meter but reported they were "high." The patient's usual/ expected blood glucose reads about "120-130 mg/dl." Recently, before bed on the evening of (B)(6) 2012, the patient reported a blood glucose result of "about 300 mg/dl" with the subject meter. Based on the alleged result, the patient administered self her usual dose of lantus insulin and an increased dose of humalog insulin (7 units). About 2am-3am, early the following morning, a roommate reportedly heard the patient making noises and mumbling in her sleep. The roommate tried to wake the patient, however, the patient claims she reportedly may have "lost consciousness." The roommate tested the patient's blood glucose at "25 mg/dl" using another device. The roommate tried giving the patient glucose gel as treatment prior to contacting emergency medical services (ems). By the time ems arrived, the patient was slowly regaining consciousness and obtained a blood glucose result of "60 mg/dl" with the ems meter. The patient denied receiving any additional treatment at that time. The patient had reportedly refused to be taken to the hospital and ems waited till the patient was "stable." About an hour later, the patient obtained a blood glucose result of "169 md/l" with the ems meter. At that same time, the patient reportedly tested on the subject meter and a backup meter which tested about "37-59 points" higher than the ems meter. The cca was not able to walk the patient through troubleshooting to resolve the alleged issue. Replacement control solution was sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.